Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard IV solution administration set leaked. There was patient involvement, however there was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.